Event description:
It was reported that the ilet bionic pancreas lost connection to a dexcom g7 sensor while the dexcom mobile app continued receiving data, and capillary fingerstick confirmed accurate glucose readings, indicating a communication issue isolated to the ilet. Symptoms included no clinical symptoms. Outcomes included no impact to health and no medical intervention. Investigation included customer support troubleshooting and user education, including changing cgm type on the ilet, starting the sensor, waiting for pairing, and advising a pump restart if needed. Investigation of this case revealed that the sensor functioned and the problem was limited to signal transmission between the cgm and the ilet. It was concluded that the issue was due to a device communication problem without patient harm.